Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 1 year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective expiratory valve. In consequence (correction) the expiratory valve was replaced. There was no patient or user harm.

Event description:
Vent logs attached. I believe the issues were on (B)(6). This is what rt wrote. "When doing an inspiratory hold on the ventilator, it alarmed "expiratory valve occluded." The vent at this time was not delivering breaths, so pt was not getting tidal volume. The message cleared quickly and the vent started delivering breaths again. Pt did not have a change in her vitals during this episode and vent was changed out." They told me it happened a few times and they swapped the machine out. Exp valve pin looks corroded and fluid at weep hole. This vent sn (B)(6) is only 3 months old.